Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment two hours after the initiation of a patient's hd treatment resulting in blood loss. The machine, a fresenius 2008t machine, alarmed appropriately with an air in line alarm. Fresenius bloodlines were not in use. The patient¿s estimated blood loss (ebl) was approximately 1ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Per the bmt, the machine was returned to service after they replaced the blood pump rotor. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment two hours after the initiation of a patient's hd treatment resulting in blood loss. The machine, a fresenius 2008t machine, alarmed appropriately with an air in line alarm. Fresenius bloodlines were not in use. The patient¿s estimated blood loss (ebl) was approximately 1ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Per the bmt, the machine was returned to service after they replaced the blood pump rotor. The complaint device is not available to be returned to the manufacturer for evaluation.